Event description:
It was reported that during patient infusion of neo-synephrine while using a spectrum iq infusion pump, the patient¿s blood pressure (bp) was dropping and a bolus was administered; however, "when the infusion returned to the maintenance rate, the bp dropped". The patient was transferred to the intensive care unit (ICU) and the receiving nurse noticed that the intravenous (IV) tubing was partially occluded with the blue slide clamp. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. However, as per the customer's report, this event was associated with use error (blue slide clamp was partially engaged) which is one of the common causes of upstream occlusion. As described in the instructions for use (IFU) issued by the manufacturer, incomplete disengagement of the blue slide clamp from the IV tubing is one of the common causes of upstream occlusion. The IFU also instructs users that it is imperative to fully resolve any upstream occlusion before restarting the pump. Failure to fully resolve any upstream occlusion before restarting the pump can cause the pump to not re-alarm as expected. The pump adjusts occlusion detection after the user acknowledges an upstream occlusion alarm; for the remainder of that infusion, the upstream occlusion alarm will not alarm per its baseline settings. If an upstream occlusion persists after the clinician does not fully resolve the occlusion, the alarm may not recur as expected. The manufacturer also warns that if an upstream occlusion remains after the run/stop key is pressed, the pump may appear to be infusing normally, though it may be infusing below the programmed rate or not infusing at all. Should additional relevant information become available, a supplemental report will be submitted.